Event description:
Pt was being treated for hair removal of the bikini line with the candela gentlelase laser with settings of 20 joules and 18mm spot size. Treatment dates were 28 days apart. Shortly after second treatment pt developed inguinal lymphadenopathy. No fevers or systemic symptoms. No prior history of lymphadenopathy. Lymphadenopathy was painful enough to limit adls despite treatment with oral keflex. Keflex was started when pt presented to walk-in-care facility.